Event description:
Additional information was received that a low pacing impedance was observed on the right atrial (ra) lead. Furthermore, insulation damage was alleged on the ra lead, but was unable to be confirmed.

Event description:
Related manufacturer reference number: (B)(4). Following the electronics performance indicator (epi), an alert was received by the clinician and the device was explanted and replaced. Additionally, during the revision procedure, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. The ra lead capped and replaced to resolved the event. The patient is in stable condition with no adverse consequences.